Event description:
The initial reporter stated they received discrepant results for one patient sample tested with na (sodium) on a cobas 6000 c501 module. The sample initially resulted in a na value of 159 mmol/l and repeated as 146 mmol/l. The questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and determined a hole in a vacuum tube at the rinse station. After repairing it, the issue was solved. The investigation determined the service actions performed resolved the issue.